Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation a da error message displayed. Boston scientific technical services (ts) was contacted and discussed that this is a bit flip (temporary memory reset) in the device firmware; and will self-correct by the device. No adverse patient effects were reported. The device remains in service.